Event description:
A customer reported that they observed a leak coming from the waste area of an unicel dxl800 access immunoassay system. No patient results were involved in this event. There was no modification to patient treatment associated with this event. The volume of the leak is not known. It is unknown if personnel interfacing with the instrument were wearing personal protective equipment however no personnel sought medical attention in conjunction with this event. There were no reports of death or injury associated with this event. There was an exposure control plan in place at the facility.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) found that the leak was coming from the tubing in the wash buffer transfer peri-pump. The fse replaced the tubing and then primed and calibrated the wash buffer system. The fluid associated with this instrument component is wash buffer solution, not waste. The system was verified to meet the specified requirements per established procedures after the repair. Subsequently, the instrument was returned back into service. The wash buffer transfer peri-pump tubing was the cause of this event. (B)(4).